Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the implantable neurostimulator was moved because it was sitting too low and she was a ¿big girl.¿ the revision occurred in 2012 and the patient completely recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.